Event description:
Customer observed small metal fragments probably in relation with the drill. The bioraptor curved 2.3 pk drill part number 72203160; drill guide part number is not confirmed at this time.

Manufacturer narrative:
Device is not being returned for evaluation. (B)(4).